Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown. Customer reported that they received a critical pump error image on the pump screen. The troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The critical pump error alarm occurred after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. The corroded motor assembly was discovered during visual inspection.